Event description:
It was reported that the customer passed away. The blood glucose reading at time of death was 35mg/dl. It was stated that the customer was having low blood glucose and hypoxic encephalopathy. It is unknown at this time if the customer was wearing the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.